Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete. The expiration date is currently not available.

Event description:
It was reported that the milagro 7x23 screw broke during insertion in the femur with a btb graft in an acl. The dr. Decided to leave the distal tip of the screw in since it was still solid fixation and the proximal end was taken out and discarded. There were no patient consequences.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, it is still implanted, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed no similar and no dissimilar complaints for this lot of devices with the product code that were released to distribution. A review has been conducted and no nonconformances were identified for this product code. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).